Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation, the battery pack was unable to charge or power up a monitor. The cause for the failure was isolated to a loose spot weld on the top cell at the bus bar. The root cause for the loose spot weld could not be positively identified, but the damage likely resulted from the batter impacting a hard surface. No adverse event resulted from the loose spot weld.

Event description:
A zoll distributor returned batter ypack sn (B)(4) to report that it would not power up a monitor.